Manufacturer narrative:
Section information references the main component of the system.

Event description:
A patient reported they had a fluid build up at the implantable neurostimulator (ins) site, so the healthcare provider (hcp) had to go in and drain the fluid. After removing the fluid, a short time later, it was determined that the ins had to be moved up from where it was originally implanted, so they moved it. Then the patient had once again had fluid build up around the ins. The hcp stated that the patient can have the ins removed or wait three months to see if the fluid goes down. The patient did not want to have the ins removed because it had been working for their gastroparesis. They wanted a second opinion. An hcp listing was sent. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2017. The hcp reported that no actions/interventions were taken to resolve the 2nd occurrence of the ins fluid building up around the patients ins site. The hcp noted that this was normal and would absorb. The hcp stated that the cause of the 1st and 2nd occurrence of fluid build-up around the ins site was normal. The hcp noted that the 2nd occurrence of the fluid build-up at the ins site was resolved.